Event description:
A hemoglobin (hgb) of 7.3 g/dl was generated by the cell-dyn 3200 which was reported. The physician questioned the result as the patient's previous hgb result was 9.0 g/dl. The sample was repeated and the hgb was 9.0 g/dl. The account stated that the pt was crossmatched but no blood products were given to the pt.